Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue and confirmed that there was a loose coiled cable that was causing the display issue. The fse repaired the display issue by inserting the coiled cable correctly into the cart and then completed a full calibration, functional testing and safety check to factory specifications. Returned to the customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation. The full name of the initial reporter that is abbreviated is (B)(6).

Event description:
It was reported that during a routine check performed by the customer, it was observed that the cs300 intra-aortic balloon pump (iabp) display was not working. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
(Investigation type, investigation findings & investigation conclusions), h10, h11corrected fields: g1(contact person), h6(component codes).

Event description:
N/a.